Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. The investigation results appear to match the problems mentioned in the patient report.

Event description:
The bilaterally implanted patient has a decreased hearing performance on the left side. There is no known trauma or accident. The patient did not suffer from cold or infection. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has a decreased hearing performance. There is no known trauma or accident. The patient is going to be re-implanted.